Manufacturer narrative:
Investigation: bd received 2 insyte autoguard 20 gauge units from lot 8169777 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to either unit. The tips were inspected and found to be acceptable and within product specifications. A water/air leak test was performed on the returned units and no leakage was observed coming from any units. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defect was observed the engineer could not identify the probable root cause of this issue.

Event description:
Material no: 382533; batch no: 8169777. It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter there were two catheters that were bent at the tip and appeared to be frayed. One catheter had a frayed piece of plastic that came off after use. The following information was provided by the initial reporter: we have had recent problems with bd insyte autogard catheters. I have had two catheters where the plastic tip was bent and almost appeared frayed. Today, the nurse handed me one after sticking the patient. The actual catheter had a frayed piece of plastic that came off after use. Thankfully not in the patient.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 382533, batch no: 8169777. It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter there were two catheters that were bent at the tip and appeared to be frayed. One catheter had a frayed piece of plastic that came off after use. The following information was provided by the initial reporter: we have had recent problems with bd insyte autogard catheters. I have had two catheters where the plastic tip was bent and almost appeared frayed. Today, the nurse handed me one after sticking the patient. The actual catheter had a frayed piece of plastic that came off after use. Thankfully not in the patient.